Event description:
During the pump refill, the expected reservoir volume was 6.0 mls; the actual volume was 13 mls. The pt was not having any symptoms at the time. The healthcare professional (hcp) planned to do a dye study. In '08, the pt was experiencing an elevated blood pressure (168/113), was diaphoretic, not sleeping well, agitated and had increased tone. The pt was admitted to the hosp for further eval. The next day, a roller study was done and found to be normal. A catheter dye study was attempted (date not reported) but the hcp was unable to aspirate; the needle location was confirmed by fluoroscopy. A CT scan was done (date not reported) and this showed a kink near the pump. The pt was taken into surgery. According to the operative report, the outlet to the pump appeared to have a kink, so the catheter was replaced. The pt was doing fine since the replacement. The pump used to deliver lioresal; the concentration and dose were not reported.

Manufacturer narrative:
Catheter. See scanned page.